Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the patient had limited options for pain relief; she had tried "everything in the world of pain relief" and nothing worked. She went through morphine, methadone, oxycontin, spinal shots, patches, "just every possible pain thing there was". The patches made her "stoned out"; they didn't work; and made her sick. Every physician recommended the pain pump and her insurance finally approved her for the pain pump. When the pump was first implanted, the patient went from a wheelchair to dancing and "was in heaven". The patient had instant pain relief and it changed her life; the suffering was gone when the pump worked. The patient felt that "it was awesome not to be on drugs everyday orally"; the patient didn't like the pain pills and how she felt with them. At approximately 5 years after implant, the pump started to have volume discrepancies that continued to get worse. The volume discrepancy reached 12 cc before the pump was replaced; "it quit" approximately 6.5 years after implant. It was noted that during the replacement procedure, it took 3 hours for the pump to be delivered and once it was brought in "there was a lot going on at that time and mess at that time". For subsequent events, see manufacturer's report # 3004209178-2014-19786.

Manufacturer narrative:
.

Event description:
Additional information per mw5060287 the first pump malfunctioned and was replaced. Another pump was replaced in 2014. [See manufacturer report 3004209178-2014-19786] now this 3rd drug infusion system motor was stalling and not delivering the prescription dosage. Causing paralyzing pain and drug withdrawal. From the first scheduled refilled there was volume discrepancies that have continued to increase to over 50% of the prescribed drug not being delivered. (B)(6) study done in 2016. See manufacturer report 3004209178-2016-04068.

Event description:
It was initially reported on (B)(6) 2011 the pump began alarming 3 days earlier; telemetry had not been performed. The pump was refilled two weeks earlier. The pump was due to be refilled again in (B)(6) 2011. The pump battery was supposed to last 40 more months. The pt did not experience any return of symptoms as of the date of this report. It was additionally reported on (B)(6) 2011 that a pump alarm was heard; telemetry not yet performed. The pump's actual residual volume (35 ml) was less than the expected residual volume (39 ml). The pt experienced sweating (diaphoresis). The plan was to review the pump logs. The pump contained dilaudid 10 mg/ml.